Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/11/2015 and found the vent plug on top of the complete blood count (cbc) waste vacuum chamber (vc115) was not secure, preventing nominal vacuum from being applied to the rbc bath during the drain cycle; therefore, not allowing the rbc bath (vc150) to properly drain into vc115. This left a small amount of diluent in the rbc bath, which diluted the next sample when delivered to the rbc bath, impacting the dilution ratio and causing lower rbc and higher mean corpuscular hemoglobin concentration (mchc) results. The fse properly secured the vent plug, observed proper vacuum and ran 5 samples and verified the rbc bath was draining properly. The fse performed verification and validation, all with acceptable results.

Event description:
The customer reported low red blood cell (rbc) results received on three patient samples run on a unicel dxh 800 coulter cellular analysis system. Quality controls (qc) run before and after the event were within specification. Erroneous patient results were not reported out of the laboratory and there was no change or effect to patient treatment in connection to the event.